Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd q-syte had air in the line. The following information was provided by the initial reporter: "presence of large air bubbles in the tubing, problem persisting even after changing syringe; cap and tubing were changed entirely following which the problem is no longer seen."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 29-apr-2022 h6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used q-syte device with no documentation to indicate the material number or lot number. An extension set and a 10ml syringe were returned attached to the q-syte male and female luer ports respectively. A gross visual inspection found that the top disk slit had tears at both ends of the slit and a section of the top body had multiple cracks in it. The unit was inspected for column defects and one column tear was found. This type of column defect is known to cause leakage or allow air to enter during aspiration therefore the reported issue was confirmed. The unit was dissected for further inspection of the septum. During dissection, a segment of the top body, where the cracks were previously identified, broke off and remained adhered to the septum. Additionally, during dissection, the septum was found to have one side of the septum column glued to the inner wall of the top body. The adhered location was next to the column tear. The septum was forcibly removed by the investigator causing damage to the septum. The bottom disk was found to have a slight tear in the slit. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. Additionally, during use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in tearing of the septum. During manufacturing, a torn slit in the bottom and/or top disk may occur due to a misaligned mandrel during exercise of the septum slit at the lube station or from a worn/damaged blade during the septum slitting process. Additionally, during use, a torn slit can occur due to excessive actuations, actuations at a wrong angle, or extraneous force. The damage seen to the top body is cosmetic damage as it does not impact the device¿s form, fit, or function. During manufacturing, this type of defect may be caused by an improper set-up or misalignment of the gripper arm. Additionally, during use, over torque of connected components can lead to damage to the top body. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that an unspecified bd q-syte had air in the line. The following information was provided by the initial reporter: "presence of large air bubbles in the tubing, problem persisting even after changing syringe; cap and tubing were changed entirely following which the problem is no longer seen."